Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented in ddir mode and the competitor right atrial (ra) lead was programmed to unipolar configuration. The ra lead was not sensing the atrial fibrillation appropriately. Boston scientific technical services (ts) indicated the impedance measurements had been out of range since 2016. No changes to programming at this time. No adverse patient effects were reported.